Manufacturer narrative:
Sample was li heparin plasma collected in a pst tube and was severely lipemic. Qc was within the customer's established ranges prior to and after the event. The patient's sample was sent to bci cpls (customer product line support) for further testing and cpls confirmed the presence of a heterophile like interferent in the patient's sample which is the root cause for this event.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for one patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.